Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). On march 22, 2017, it was reported that the surgeon was having issues with the blade cutting. The customer returned a 3:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the cutter and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously evaluated skin graft mesher cutter serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on march 22, 2017 revealed that the 3:1 ratio cutter was tested and found not to pass zimmer biomet test criteria. Repair of the skin graft mesher cutter cannot be performed by zimmer biomet surgical and a new cutter was quoted for customer. The reported event was confirmed since during initial inspection it was revealed that the 3:1 ratio cutter was tested and found not to pass zimmer biomet test criteria. The root cause of the reported event cannot be specifically determined since during initial inspection it was revealed that the 3:1 ratio cutter was tested and found not to pass zimmer biomet test criteria. It is unknown why the cutter did not pass test cut. The reported event was confirmed during inspection of the device and the cutter was returned to customer after the evaluation was performed and the customer purchased a new cutter. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was tested and returned to the customer.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was having issues with the blade cutting during surgery. No patient involvement. No adverse events have been reported as a result of the malfunction.